Manufacturer narrative:
(B)(4).

Event description:
The pump was flipped. The physician planned to revise the pump so it could be refilled again. The patient felt that his current pump felt much bigger than his prior pump. He was hoping to get a smaller size pump. The patient got the larger size pump because it would last longer between refills, but he found that was not the case. Additional information has been requested. A follow-up report will be sent if additional information becomes available.